Event description:
Boston scientific received information that when attempting to implant this device, pacing inhibition with greater than two seconds of asystole occurred when the proximal setscrew was tightened. However, when the proximal set screw was un-tightened pacing would resume. The physician opted to implant a different device. The chronic right ventricular (rv) lead remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This behavior does not have any impact on the therapy provided to the patient as it only occurs prior to lead attachment.